Event description:
A below knee amputation wound was being cleaned by nurse. A sterile cotton tipped applicator was inserted into the wound tract, when it was withdrawn, the cotton tip was not on the applicator, but remained inside the wound tract. Wound was probed by a physician on the same day, unable to locate tip.